Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that drops were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence, eventually the drops were observed and insulin deliveries were resumed. During troubleshooting, the load fill tubing sequence was performed and no drops were observed to be dripping out of the cartridge tubing. Blood glucose (bg) level was 501 mg/dl and a correction bolus via the pump was delivered to correct. The customer contacted their healthcare provider for guidance in terms of how big of a correction the customer required. Reportedly, a supply change was performed resolving the issue.